Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to tooth breakage which the customer stated resulted in extraction of the tooth.

Event description:
The customer reported a tooth cracked while wearing aligners and resulted in extraction. She stated that this was a molar; however, she was not able to identify the tooth number and this information it is unknown. The customer required medical intervention and restorative work was performed. It is unknown if aligner treatment was discontinued.